Event description:
Allegedly proximal guide in micronail kit was loose, connection to jig was stripped and made it impossible to guide drill bit and screw into nail.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. (B)(4). This report will be updated when the investigation is complete.